Manufacturer narrative:
Unit passed the self-test. Unite received with cracked reservoir tube lip, missing retainer, missing reservoir tube o-ring, peeling keypad overlay, cracked keypad overlay at the center circle button and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the o ring at reservoir compartment was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.